Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customer's blood glucose level. Customer stated that they will continue to use the pump, and they have back up short acting insulin if needed for insulin therapy.